Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen, consistent with preparation. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The outer member was bunched in several locations distal to the strain relief tubing. Each bunched area was under 1mm in length. The outer member was stretched between the bunched areas. Difficulty inflating the balloon can be affected by many factors including, but are not limited to, patient anatomical/lesion morphology and patient disease state, contrast concentration, balloon materials, manufacturing, inflation lumen obstruction, interaction with accessories (indeflator, rotating hemostatic valve, or guiding catheter), placement of the balloon within lesion, leaks, or inflation technique. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to pressurize the sds to the rated burst pressure (rbp) of 16 atm. The balloon only partially inflated after 5 minutes of pressurizing due to the bunched shaft. There was no damage noted during the inspection prior to use; therefore it is likely that the shaft bunching and stretching occurred during the procedure. It is possible the sds met resistance during advancement in the lesion, resulting in the bunching and stretching noted. The patient anatomical information was not provided with the case description which may have aided in the investigation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for inflation issues, bunched or stretched shaft for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the noted shaft bunching and stretching could not be determined. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that the stent delivery system balloon failed to inflate. Another xience v of the same size was used successfully. No adverse patient effects were reported. No additional information was provided.